Event description:
The user facility reported a patient needing mechanical circulatory support. It was reported the patient was on impella cp support and minimal oozing was noted. The staff stated the activated clotting times (act) have been labile and not in therapeutic range. They worked with cardiology to keep act between 160-180 and to manage oozing. The following day while the dressing was being changed oozing and clots noted under the dressing. The impella forward tension suture was undone. The reposition sheath remained exposed, same as original placement. Secondary to oozing the decision was made to advance the reposition sheath to the blue hub. Forward tension sutures secured the top blue tabs, matched and dressed the insertion site. No change to the flows during dressing change and advancement of reposition sheath. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.